Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2020 product type catheter section d information references the main component of the system. Other relevant device(s) are : product ID: 8780 serial# (B)(6) ubd 2016-10-01 UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had a full system replacement on (B)(6) 2020. The physician attempted aspirating the cap (catheter access port) of the old pump to see if the catheter was patent and he was unable to get csf (cerebral spinal fluid) return. The physician also attempted cutting the pump segment and aspirating with a 25g needle from the catheter itself and was unable to get csf. The surgical tech in surgery attempted to empty the pump reservoir because the patient was refilled the week prior to surgery and the physician wanted that drug put into the new pump¿s reservoir. The surgical tech bled 2 syringes of air until she couldn¿t bleed any more air and there was no drug aspirated from the pump when there was supposed to be 9.6ml left in the reservoir. The physician removed the catheter and pump and implanted a new catheter and pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a device manufacturer representative on 2020-dec-08. It was reported that the programmed volume was unknown. It was reported that the patient had a gun shot wound to that area and the bullet and bullet fragments are still in the patient¿s spinal cord, so it is speculated that the patient doesn¿t have optimal csf flow to that area due to excessive scar tissue secondary to his injury. The pump and catheter were currently in the possession of the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving morphine via an implantable infusion pump. It was reported that the pump was not able to be filled yesterday. The hcp tried bleeding air (several syringes were used including a 18 gauge under fluoroscopy) but the issue was not resolved. The pump would be replaced next week on (B)(6) 2020.